Manufacturer narrative:
The investigation in the delivery issues malfunction has been complete. Product was not returned for review. The root cause of delivery issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported a 62-year-old white male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The impella cp support was delayed as the guidewire would not deliver with the pump. The delay was when the cp was replaced and new cp placed. No harm or injury to the patient.